Event description:
A dr called to inform them the pt's ultra (plasma calibrated) was inaccurately high compared to the lab instrument (reportedly whole blood calibrated). Tests at same time. Meter 267 mg/dl and lab 130 mg/dl with a difference of 82%. There was no adverse event. No other info reported.